Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 16289746, model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.